Event description:
It was reported that there was a system prompt presenting a device failure. Further information was provided that "defibrillation function cannot be used normally". There was reportedly no patient involvement.